Event description:
It was reported to boston scientific corporation in 2007, that two hours after the placement of a wallflex enteral colonic stent in a female patient (age unknown), the "patient was presented with fever chill" and had a "perforation in the colon". The patient was sent to surgery "to repair the colon". According to the customer, "the perforation was a result of balloon dilating within a deployed wallflex". The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the device is unkown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation. The directions for use for this product states "caution: do not dilate the stent after placement, this may result in a perforation"; therefore, the user's failure to follow instructions contributed to the event. The part number is unknown; therefore, a device history record review could not be conducted as we could not identify any potential lot numbers for this device. The april 2007 15-month wallflex enteral stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.